Event description:
The report indicated that approximately 13 minutes into bypass, the po2's began to drop even though the sweep rate was increased. The oxygenator was changed out with no patient injury.